Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are 144 units in our stock. We have received two closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.59 kgf in average and 2.53 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). We have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 6.96 kgf in average and 6.95 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements: needle attachment strength results before releasing the product were 2.66 kgf in average and 2.27 kgf in minimum and fulfilled ep requirements. Knot pull tensile strength results before releasing the product were 7.19 kgf in average and 6.87 kgf in minimum and fulfilled ep requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K1227340 if additional information becomes available a follow up report will be submitted.

Event description:
It was reported needle detachment. The reporter indicated that the needle detaches from the thread (it breaks from the junction needle and the suture). Additional information has been requested.